Manufacturer narrative:
4315, 67 - intuitive surgical, inc. (Isi) received the vessel seal extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint of "vessel sealer did not burn properly or consistently." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues and passed the cut test. A review of remotefe logs showed no failures. Additionally, the main tube was found bent. The bending damage is located around the middle of the shaft. This failure is most commonly caused by misuse, such as excessive loading, or improper handling during transport. This complaint remains reportable due to the following conclusion: the generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. This complaint is being assessed as a reportable complaint because the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer extend (vse) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: the generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. This complaint is being assessed as a reportable complaint because the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) did not burn properly or consistently. The procedure was completed. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with an employee who was present for the surgery and obtained the following additional information: the vse initially did not have cautery/heat. The surgeon then moved it to seal a different location and there was ¿a little heat¿ but no tissue effect. The surgeon moved it again to another spot and there was no cautery/heat. The staff tried unplugging the instrument and plugging it back in between uses as well as cleaning the jaws. A different vse was used to complete the procedure. Confirmed that there was no patient harm as a result of the issue. The employee does not recall if there were any audible tones during the attempted sealing cycle.